Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2015 with the following findings: review of the black box data and alarm history did not reveal any activity outside of normal use. The total daily doses add up to correctly reflect the programmed basal rate target. On investigation the pump successfully performed ez-prime steps. No errors, alarms or warnings occurred during the investigation. The device performed within the required specifications without malfunction. Unrelated to the original complaint, the display was noted to be dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the distributor reported that there was "no delivery" with the pump. There was no indication that the product caused or contributed to an adverse event. Customer support has made attempts to contact the reporter in follow up, however, no further information was available. This complaint is being reported because of the allegation of delivery issue.